Manufacturer narrative:
Investigation summary no product was returned for investigation. Fever: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history lot device lot:1960452. Device history batch subcomponent lot: n/a. Device history review device with sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During support, the patient developed a fever. The resolution for this issue was not provided. The pump was successfully weaned and explanted, and the patient survived the event.